Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during an acl procedure the biointrafix tibial sheath trial, 9mm with t-handle broke when the surgeon was making the pilot hole for the implant. No patient consequences or surgical delay reported. The device was discarded. Additional information received from the affiliate reported the case was completed with another set of in-house instruments. The affiliate also reported the lot number of the device is not available because the device was discarded. It was reported the handle broke at the base of the "t" during impaction and no surgical intervention needed or planned.